Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked j2 connector at the lcd board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer's mother reported via phone call that the esc and up buttons were working intermittently on the insulin pump. Customer's blood glucose was 154 mg/dl at the time of the incident. It was found that there was no exposure to moisture but the pump had been dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.